Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the report of a clot in the patient¿s left atrium and the centrimag device could not be conclusively established through this evaluation. Multiple requests for additional information were submitted to the account; however, no additional information had been provided at this time. The centrimag blood pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists venous thromboembolism and arterial non-cns thromboembolism as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a centrimag left ventricular assist device (lvad) and was transitioned to heartmate ii. A left atrial clot was removed.